Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose starts going high at 3 pm and then goes high until midnight. Customer's blood glucose is 521 mg/dl. Customer treated with the pump. Customer stated that she has a back-up plan. Customer has treated with 9.2 units with the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised to speak to her health care professional to see other possible issues with her high blood glucose. Customer stated that she is going to use a new insulin vial and monitor the blood glucose to see if having a different insulin bottle changes the high blood glucose she has been having.